Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The bone conduction floating mass transducer (bc-fmt) is exposed through the skin.

Event description:
The bone conduction floating mass transducer (bc-fmt) is exposed through the skin.a bc-fmt repositioning took place on (B)(6).2022. The wound healed properly and the reactivation took place without any problems. The device remains implanted and in use.

Manufacturer narrative:
Additional information: according to the information received from the field the floating mass transducer (fmt) extruded through the skin. A revision surgery to re-position the fmt was performed successfully. Reportedly the recipient is doing fine. The device remains implanted and in use.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted due to the extrusion of the floating mass transducer (fmt) through the skin. No available information points towards the device to be the cause of this outcome. This is a final report.

Event description:
The bone conduction floating mass transducer (bc-fmt) was exposed through the skin. A bc-fmt repositioning took place on (B)(6) 2022. The wound healed properly and the reactivation took place without any problems. On 01.sep.2022 information was received that the wound had re-opened. The device has been explanted on (B)(6) 2022.